Event description:
Related manufacturer reference number: 3006705815-2022-18082. It was reported the patient's leads had migrated. Diagnostic system testing indicated multiple low impedance values, which prevented the patient from being able to enter into MRI mode. Surgical intervention was undertaken during which the existing system was explanted to address the issue.

Manufacturer narrative:
Date of the event is estimated.